Manufacturer narrative:
The frame was placed on the l5 vertebrae. Inaccuracies were on the l2 vertebrae. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Missing UDI. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional. Missing device manufacture date. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that there was an inaccuracy while conducting a case. 8 screws were put in total. The first 2 screws seemed slightly medial. One was taken out and replaced, the other was left out completely. All other screws put in were accurate. System checkout was completed with no issues and there have been at least 2 cases without issues since this case. There was no patient impact reported and a less than one hour delay to surgery. The total inaccuracy was.